Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 58716be01 ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any related non-conformances or deviations associated with lot 58716be01 and complaint issue. In-house sensitivity testing of a retained reagent kit of the lot 58716be01 was performed. All controls met specifications and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included one commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix (since architect anti-hcv and alinity I anti-hcv assays are equivalent). Lot 58716be01 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels in comparison to historical architect anti-hcv reagents. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hcv for reagent lot 58716be01 was identified.

Event description:
The customer observed a false nonreactive alinity I anti-hcv result for one sample. The following data was provided: sid (B)(6) initial result = 0.6 s/co, maccura wantai method = 6.8 s/co, colloidal gold = positive, elisa = positive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p06 has a similar product distributed in the us, list number 8p05.

Event description:
The customer observed a false nonreactive alinity I anti-hcv result for one sample. The following data was provided: sid 7115 initial result = 0.6 s/co, maccura wantai method = 6.8 s/co, colloidal gold = positive, elisa = positive. No impact to patient management was reported.